Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported the reported battery event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swollen and drains quickly. The patient reported the thermal event caused the lcd screen to crack. Blood glucose readings were reported high, due to not being able to bolus with the pdm, but no specific blood glucose level was provided. Patient confirmed using charging cable provided with the device.